Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was explanted due to a low battery status. Premature battery depletion was suspected.